Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. Reportedly, the pump powered up to a blank display screen and the issue persisted with multiple battery changes. Reporter stated that there was no trauma or moisture exposure to the pump. Issue was resolved with a battery change during the call. This complaint is being reported because the initial reported display issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/11/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 03/26/2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up with the appropriate audible and vibratory functions and functioned properly. The display screen was fully illuminated and clear. The investigation was unable to duplicate the reported blank display issue.